Event description:
It was reported that patient underwent revision total knee arthroplasty in 1995. Patient returned to surgery due to loosening of the tibial component in 2006. Wear was noted on the tibial bearing component.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device showed signs of pitting and delamination on the bearing surface. Examination also noted left condyle wear track extends over the edge of component.